Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top bar of the screen, which normally displays the battery gauge, time/date, and insulin gauge, were missing. Additionally, the bottom options on the touch screen were not displaying. There was no reported impact to customer's blood glucose. Reportedly, during troubleshooting with tandem technical support, the issue was resolved by turning the wake button on and off.